Event description:
It was reported via repair work order that the fowler was stuck in an elevated position due the skoocher cherry switch being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.